Manufacturer narrative:
Due to character limitation in e1: full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an alarm. There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit. Biomed was unable to retrieve any information as they could not find the end user that reported the problem. The fse found gas loss and augmentation limit set alarms in the recent alarm section. The fse advised the customer to have clinicians visit the user manual to troubleshoot clinical alarms. The fse performed a full preventive maintenance (pm) with full calibration. The unit passed all functional and safety testing.